Event description:
Caller reported malfunction on pump, requiring pump replacement. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.